Event description:
Pt was admitted to the hosp for removal and replacement of bilateral encapsulated breast implants secondary to left implant rupture. Pt authorized hosp to dispose of her surgically removed breast implants.